Event description:
The pt was implanted with a left ventricular assist device. Approx 1 year post-implant, during a routine visit, the pump was interrogated and two pump stoppages were noted. The pt recalled that there was one brief "beep" from the system controller each time, but there was no red heart alarm, and since the beeping was not continuous, he did not report the incidents to the vd coordinator. An echo was performed to check for thrombosis, which showed no visible signs. An x-ray of the percutaneous lead revealed no apparent damage. The system controller was exchanged and the pt was provided with another system controller was a back-up.

Manufacturer narrative:
The pt remains on lvad support with this pump and no further issues have been reported since the system controller was exchanged. The user facility report (B)(4) was received from (B)(6). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.